Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous, moderately calcified mid ramus artery. Pre-dilation was performed using a 2.0x12mm apex rx balloon. A non-bsc stent was successfully deployed. Using the atlantis sr pro imaging catheter, ivus was performed. During withdrawal, the imaging catheter became caught on the stent and caused the stent to be pulled back and compress on itself by about 7mm. The physician was able to free the catheter from the stent by gradually pulling harder, and the catheter was removed intact. The physician post dilated the stent with a 2.5x15 nc quantum apex balloon. Ivus was performed again and verified good apposition of the stent to the vessel wall. The procedure was completed with no additional intervention required. No patient complications were reported and the patient is said to be in good condition.

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous, moderately calcified mid ramus artery. Pre-dilation was performed using a 2.0x12mm apex rx balloon. A non-bsc stent was successfully deployed. Using the atlantis sr pro imaging catheter, ivus was performed. During withdrawal, the imaging catheter became caught on the stent and caused the stent to be pulled back and compress on itself by about 7mm. The physician was able to free the catheter from the stent by gradually pulling harder, and the catheter was removed intact. The physician post dilated the stent with a 2.5x15 nc quantum apex balloon. Ivus was performed again and verified good apposition of the stent to the vessel wall. The procedure was completed with no additional intervention required. No patient complications were reported and the patient is said to be in good condition.

Manufacturer narrative:
Age at time of event, 18 years or older. (B)(4).

Manufacturer narrative:
Corrected lot # from 1496568 to 14964568. Device evaluated by MFR.: visual examination of the returned device revealed the guidewire exit port was lifted 0.5mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Two flaps of the hub rotator were damaged. The unit was able to connect into the mdu system properly. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).